Manufacturer narrative:
It was reported by the customer that the chemo (cyclophosphsmide) started to drip and was filling the primary ns i.v. Bag, which was lower than the chemo bag. One sample was received for quality investigation. Visual inspection was conducted and no damages or abnormalities were identified. The infusion set was primed and no leakage, air-in-line or occlusion issues were found. A bd secondary infusion line was primed and attached to the submitted sample, and a simulated infusion was conducted at a rate of 125 ml/hr. There was no backflow of fluid from the secondary infusion bag to the primary infusion line. The lower roller clamp of the primary set was then engaged in order to try and replicate the reported issue by the customer. The failure could not be replicated. The customer complaint of clamp issues / damaged was not replicated. A root cause was not determined because the failure was not replicated. A device history record review for model 2420-0500 lot number 24083011 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 2420-0500. Batch#: 24083011. It was reported by the customer that the chemo (cyclophosphsmide) started to drip and was filling the primary ns i.v. Bag, which was lower than the chemo bag. Rcc received a complaint via email. Chemo infusion was about to start, the chemo (cyclophosphsmide) started to drip and was filling the primary ns i.v. Bag, which was lower than the chemo bag. This should never happen as the primary set was the alaris pump (locked in) primary line set roller was also clamped. Manufacturer code/model: 2420-0500. Serial or lot number: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim. Chemo infusion was about to start, the chemo (cyclophosphamide) started to drip and was filling the primary ns i.v. Bag, which was lower than the chemo bag. This should never happen as the primary set was the alaris pump (locked in) primary line set roller was also clamped.